Manufacturer narrative:
(B)(4). Date sent: 11/30/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a piece of clamp has broken during a laparoscopy procedure. The broken piece has been extract from the patient and has been trown away. No consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m90u9x. Investigation summary the device was returned with the upper jaw detached not returned. In addition the I-blade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.